Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the rep that the lcsb5 malfunctioned. No info about this event was able to be provided as this event happened in 2000 and just provided to rep to be reported (rep was not in territory when this event occurred). There was no consequence to the pt.